Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for blood glucose of 281mg/dl and an insulin flow blocked alarm. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 412 mg/dl at the time of the call. The customer wanted to check for air bubbles and troubleshooting assisted with this and no air bubbles were found. Customer disconnected the call and no further details were given.